Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
It was reported that this pacemaker showed one year recently in which on last device checked it was six months remaining. Device setting and use was discussed, there was no programming changes made. Technical services (ts) then explained how this could be normal as the device was calculating to guarantee the ninety days window from elective replacement time (ert) to end of life (eol) that even small changes in use could be impactful. Ts stated worst case would be, device wil declare ert. Health care professional (hcp) then electively scheduled patient next device check at two months. To date, this pacemaker remains in service. No adverse patient effects were reported.